Event description:
It was reported the camera head's video connector had poor contact. The issue occurred during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation also found image capture flooding, corrosion on the scope mount, scratches on the main body (lens) and main body deposits. Based on the results of the investigation, it is likely that the following led to the malfunction: a communication error causes loss of images and unintentional contact of the endoscope with the patient's body by the surgeon. A device history record review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¦chapter 4 usage (warning) ¿if the endoscopic image or function is abnormal and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such a product may cause injury to the patient, bleeding, or perforation. ¿if for some reason the endoscope image disappears or does not return from the frozen state during an endoscopy, and you do not know how to recover the image, turn the otv-s7v power off and on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the otv-s7v, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to stop using the endoscope. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or when observation is not possible, or to pump air/water, suction, or perform procedures. If any of these tools are being used, pull out the tools in the safest way possible before removing the endoscope. Also, during the procedure, be sure to have a spare product available to avoid interruption of the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.